Manufacturer narrative:
Film evaluation results are: the exact cause of the bifurcate thrombus and left limb occlusion could not be determined from the films provided. Angio¿s at implant were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. CT¿s from 2 months post-implant showed significant thrombus within the bifurcate aortic body and the contra limb was nearly 100% occluded. No stent graft kinks or compression was observed. It is possible that the smaller caliber and tortuous left external iliac artery just distal to the left/contra limb, seen on the pre-implant drawing and post-implant CT¿s, may have contributed. It is unclear if the pre-existing aortic thrombus may have contributed. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: (B)(4).

Event description:
An endurant ii stent graft was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm. The proximal aortic neck was 27 mm in diameter just below the renals and 15 mm distally it was 31 mm in diameter. At the time of discharge the CT showed thrombus on the inner wall of the proximal neck. There was no problem in the limb at that time and the patient was discharged. It was reported that during follow-up the CT showed enlarged thrombus on the inner wall of the proximal neck, stenosis of the lumen of the left limb and stenosis of the access blood vessel due to the thrombus. The cause of the event cannot be determined by the physician. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.